Manufacturer narrative:
Complaint investigation noted that the customer observed an increase in the positivity rate of patient samples tested when switching over to the dna sample extraction kit lot 10001401, raising concern of the performance of these reagents specifically; therefore dna sample extraction kit lot 10001401 was included in this complaint investigation. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run logs for the questioned samples were reviewed. Runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. Amplification curves displayed normal amplification with no indication of an instrument noise issue. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509757 and the dna sample preparation kit (list 06k12-24) lot 10001401 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509757, and its components was performed. The review did not identify any issues, which could result in the reported complaint during the production or the release testing for lot 509757. The DHR review for the dna sample preparation kit (list 06k12-24) lot 10001401 was performed by promega. The review did not identify any issues, which could result in the reported complaint during the production or the release testing for lot 10001401. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509757 and its components was performed, and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. The CAPA review for dna sample preparation kit (list 06k12-24) lot 10001401 was performed, and did not identify any internal, or post-production use issues related to this lot number and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509757, and the dna sample preparation kit (list 06k12-24) lot 10001401 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509757 and the dna sample preparation kit (list 06k12-24) lot 10001401 was not identified.

Event description:
The department of health (B)(6) informed the customer they observed an increase in their positive results reporting, and asked for an explanation of this. The customer performs sample extraction and master mix addition on m2000sp and amplification/detection on m2000rt. The customer repeated 158 patient samples on the realtime sars-cov-2 assay, and found the following discrepancies between runs: 23 patients were reported as positive in the first run versus reported as negative in the repeat run. 5 patients were reported as negative in the first run versus reported as positive in the repeat run. After reviewing the files, the field application specialist (fas) concluded runs were valid, as assay controls and internal controls in each reported sample were within assay specifications. In addition, after data analysis was performed, it was noted that the common scenario is having late cycle number (cn) values in positive samples. Those values probably are near or below the limit of detection (lod) of the assays, where we can get partial detected samples at different percentages. The fas referred to the latest version of abbott realtime sars-cov-2 assay package insert (list 09n77) and explained the intended use, limitations of the procedure and limit of detection of the assay. Emphasis was made on limit of detection. The sudden increase in positive results raised contamination concerns. To address laboratory/material contamination, the fas asked the customer to perform the procedure to monitor the laboratory for the presence of contamination, as indicated in the latest version of the abbott realtime sars-cov-2 package insert and perform a run including just blank samples (collection medium). The customer shared their results from the tests performed to address contamination. The customer ran 24 blank samples as requested and all were negative. Results from environmental monitoring showed one positive result, but it was expected as the swab was taken on forceps that are used to remove swabs from samples and had been used earlier to remove a swab from a positive patient sample. The customer indicated there has not been a report implicating a negative impact in the health of the patients; instead, is the health department who is complaining about the positive results. In addition to the previous information, quest notified abbott that there were complaints related to serology results; that is, positive result with abbott realtime sars-cov-2 versus negative serology test. The fas asked the customer to provide further details (like specific serology test being performed, days between tests, patient ids, etc), however, the customer indicated they can´t provide that information. This discrepancy between pcr tests and serology tests was reported by one of quest's internal customers, who refuses to provide more information so it is unknown which, or how many patients were impacted. Evaluation is being completed for the observation of both false positive results, and false negative results. For the realtime sars-cov-2 assay, MDR 3005248192-2020-00050 was submitted for false positive results and MDR 3005248192-2020-00051 was submitted for false negative results. Additionally, 3002622561-2020-00052 was submitted for false positive results on the dna sample preparation kit (list 06k12-24).